Event description:
It was reported that when using the bd pyxis¿ medstation¿ es timing on the machine was incorrect, and the biometric identifier scanner was slow and exhibited intermittent issues. The machine was rebooted. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the timing on the pyxis machine was incorrect, and the biometric identifier scanner was slow and exhibited intermittent issues. The machine was rebooted; however, the issue persisted. A technical support specialist (tss) remotely connected to the station and adjusted the system settings through the command interface, after which the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.